Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Customer stated that "pump was generating arterial stop error message during usage" reference no. (B)(4).

Manufacturer narrative:
Investigation by field service technician has not been performed yet. More than 3 gfes has been done without any response. Therefore most probable root cause could not be determined. But ssu has informed that the pump never stopped. Similar malfunction has been investigated in a previous complaint ((B)(4)): investigation by life cycle engineering has been performed on 2017-11-30 under (B)(4): the motor control board has been sent to maquet for laboratory investigation. The rotaflow most probably stopped due to a faulty stop signal caused by the defective motor control board of a single roller pump. Thus the failure could be confirmed. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed. Ssu has informed that the pump never stopped. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).